Manufacturer narrative:
MDR 3003442380-2024-07100 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that three infusion sets fell off during use. No further information available.